Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the small battery drive device was not doing anything at all; and that it was tried with different batteries and battery cases, and still did not do anything¿. During service and evaluation, it was observed that the small battery drive device motor had seized, jammed, and was heavy moving. It was noted that the handpiece had a defective motor, controller, a worn out housing and controller, and the nose was damaged (pin worn). It was also noted that the device failed pre-repair diagnostic tests for function of the off/osc/on switch mode. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.